Event description:
The customer alleged that the 840 ventilator stopped cycling while in use on a pt. The customer stated that the pt was not harmed or injured by this event. The hosp's biomedical engineer inspected the device noted that there were two codes in the device's memory that support the vent inop claim. He replaced the bdu and gui cpu pcb's. The unit passed extended self testing.